Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. Additionally, priming was performed and no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot # 20f02041. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of y-type tur/bladder irrigation set was short. It was further reported that it would not go far when inserted into a 3000cc baxter bag. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.